Manufacturer narrative:
On (B)(4) 2013, isi contacted the isi clinical sales representative (csr) that was present during the surgical procedure. The csr indicated that all of the fragments were removed from the patient and there were no intra-operative or post-surgical complications experienced by the patient. The csr indicated that on (B)(4) 2013, the surgeon reported that a post-surgical follow-up with the patient found that the patient is recovery very well and the patient has not reported experiencing any post-surgical complications as a result of the reported event. The csr indicated that a video recording of the surgical procedure is not available and that the cannula used during the surgical procedure was also inspected by site and the site found no damage to the cannula. The csr indicated that the surgeon used the cobra grasper instrument for grasping the patient's uterus. The csr indicated that the cobra grasper instrument is not being returned to isi for evaluation, as the site would like to retain the instrument for their records. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the shaft of the cobra grasper instrument shredded while being removed from the patient, causing fragments from the cobra grasper instrument to fall into the patient's abdomen. The fragments were removed laparoscopically. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.